Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was receiving red heart alarms and that the wires of the system controller were broken near the black connector, which resulted in the controller not functioning properly. The system controller was exchanged and the alarm resolved with no further issues reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The analysis of the system controller revealed no functional issues. The system controller functioned as intended and the manufacturer was unable to reproduce the reported event. Visual inspection revealed a tear in the black cable; therefore, during testing, the system controller cables were maneuvered in an attempt to reproduce the reported red heart alarms; however, no alarms were present. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.